Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 441 mg/dl. The insulin pump was exposed to fluid. Both the o-ring inside the lip of the reservoir compartment was leak and missing, also there were cracks on insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned and reservoir will not be for analysis.